Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a wire from the hinge of the mega suturecut needle driver instrument broke off and the instrument wouldn't close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. A fragment did not fell into the patient. The procedure was completed with a backup instrument. The instrument did not collide with another instrument. There weren't any motion issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section h9: based on additional information obtained from failure analysis investigations, it has been determined that the instrument involved with this complaint meets the criteria for isifa2024-09-c. Therefore, section h9 was updated to link isifa2024-09-c. Correction to annex codes: annex g was updated to g04121.